Event description:
It was discovered during baxter's testing that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the symptom, which was reproduced. An undetected upstream occlusion was confirmed and was determined to be caused by a loose pump side adaptor screw. The screw was stuck between the cam shaft, upstream finger and upstream valve. This prevented the upstream finger and upstream valve to open when an occlusion proximal to the pump was present, causing the undetected occlusion. The pump side adaptor screw, cam shaft, upstream finger and upstream valve have been replaced.